Event description:
The patient reported he has experienced intermittent issues with his insulin infusion sets not properly adhering to his body. He stated that when this happens the infusion headset will start to peel away from his body after 24 hours of use. No blood glucose or other physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.